Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. It should be noted that the perclose proglide instructions for use (IFU) states: this device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and/or interventional catheterization procedures and who have been trained by an authorized representative of abbott vascular. The IFU also states: backload the device over the guide wire until the guide wire exit port of the device sheath is just above the skin line. Remove the guide wire before the exit port crosses the skin line. The patient effect of hematoma is a potential adverse event as listed in the instructions for use. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the operator was in-training in use of the proglide device, however, the trainer was not present during this procedure. No additional information was provided.

Manufacturer narrative:
Device codes: 1643 labeled. Internal file number - 1818910-2019-82632-1. Device code 1643- the operator has not been trained in use of the device.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions was added to capture deployment of the proglide with the guide wire still in the vessel. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with an 8f sheath after a cerebrovascular interventional procedure. Reportedly, the guide wire was not removed prior to proglide deployment. After completing suture deployment, retracting the footplate and removing the proglide device, the knot was noticed to be completely outside the patient but was not tightened. The patient continued to bleed. The guide wire was still in the anatomy. An angioseal was attempted and failed. Manual arterial compression was applied and a hematoma developed at the puncture site. Additional manual arterial compression treated the hematoma and achieved hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.